Manufacturer narrative:
Draeger is still investigation the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that while a pt was being monitored, the waveform had a 3.5 second pause without an alarm. The alarm limit for a pause was set to 2.5 second at the time of the occurrence. There was no pt injury reported. Draeger reference number: 27261